Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08710 inches. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratched display window and case.

Event description:
The customer's daughter was reported via phone call that daughter was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer's current blood glucose was 90 mg/dl. The customer did experienced the symptoms such as vomiting, light headed. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08710 inches. Insulin pump received with cracked case at the display window corners, display window and battery tube threads. Insulin pump received with broken belt clip slot. Insulin pump received with minor scratched display window and case.